Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 13 x 100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, exploded in the centrifuge. There was no report of injury or medical intervention.